Event description:
It was reported by the rep that the devices were used during a laparoscopic roux-en-y procedure on the day of the event. The pt was reoperated on three days later. The surgeon attempted to gain access laparoscopically using a visiport (ussc). Upon entering the abdomen, green stuff came out of the trocar and the decision was made to open. Upon examination, the surgeon discovered a leak from the roux-en-y portion of the small bowel. The anastomosis was resected and saved for specimen. The anastomosis was redone and the pt is still in the hosp. The surgeon stated that it appeared that the staple line "fell apart". The case was converted to open. The devices were discarded.